Event description:
Complainant alleged that while attempting to defibrillate an 84-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report of no ECG signal via electrode pads could not be reproduced during evaluation. The device passed all functional testing, including bench handling and a full defibrillation cycle using test electrode pads. The event log review showed the device did not detect a via patient impedance with electrode pads during the reported event. An ECG signal was later obtained using ECG accessory leads. The event electrode pads were not provided as part of the investigation. The device passed all final testing successfully. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.